Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found multiple external insulation abrasions at 6.8 cm to 6.9 cm and at 8.4 cm to 8.5 cm from the connector pin, consistent with friction to the can. External insulation abrasion that breached the outer insulation and exposed the outer coil was found at 11.2 cm to 11.8 cm from the connector pin, consistent with friction to another device or features of the heart. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone, consistent with friction to the device's can and friction to another device or features of the heart.

Event description:
It was reported that the right ventricular (rv) lead and the atrial lead exhibited noise. Both the rv and atrial leads were explanted. No other information was available.